Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.